Event description:
It was reported that during a ptca/stent procedure of a lesion located in the proximal left anterior descending, the stent delivery system (sds) was advanced to the lesion and the stent was inflated. The sds was removed and ivus was inserted, and after several attempts, the ivus passed through the deployed stent. It was then realized that only the distal portion of the stent was expanded. The guide wire was removed and then could not be inserted again. The procedure was finished and the stent was left in the pt. No medical intervention performed. Reportedly, the pt is fine.